Manufacturer narrative:
Device was used for treatment, not diagnosis. Matsukawa, k., et al. (2015) incidence and risk factors of adjacent cranial facet joint violation following pedicle screw insertion using cortical bone trajectory technique. Spine volume 41, number 14, pp e851-e856. This report is for unknown matrix spine system, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: matsukawa, k., et al. (2015) incidence and risk factors of adjacent cranial facet joint violation following pedicle screw insertion using cortical bone trajectory technique. Spine volume 41, number 14, pp e851-e856. In a retrospective study evaluating cranial facet joint violation (fjv) by pedicle screws, 202 consecutive patients who underwent lumbar pedicle screw instrumentation using cortical bone trajectory technique (cbt) from october 2011 to june 2015 were studied. The subjects consisted of 122 men and 80 women, mean age: 60.6 years, range: 20-88 years. There were 104 patients with degenerative spondylolisthesis, 59 patients with degenerative disc disease, 13 patients with degenerative scoliosis, 12 patients with lumbar foraminal stenosis, 9 patients with osteoporotic vertebral fractures, and five others. Solera spinal system (medtronic, memphis, tn) and matrix spine system ((B)(4)) were used in 172 and 30 patients, respectively. Facet joint violation (fjv) occurred in 19.3% of patients (39 of 202) and 11.8% of the proximal screws (48 of 404). This is report 1 of 1 for (B)(4). This report is for unknown matrix spine system.